Event description:
It was reported that the customer's insulin pump alarmed no delivery during bolus. It was reported that the insertion site was hardened, with blood and scar tissue. It was advised to change the insertion site and consult a physician for medical support. The customer's reported blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.